Event description:
The ultegra analyzer, its printer, and the printer power supply were involved in a fire in the hosp's cardiac catheterization lab. The fire occurred after hours (approximately 9-10 pm), when the lab was not in use. No hosp personnel or pts were present at the time of the fire. Hosp personnel were alerted by an alarm, and the fire was extinguished. The fire was limited to a small area where the ultegra, printer, testing supplies, and another small instrument were located. Smoke was observed in the cath lab. No one was injured by the fire or smoke. It is not known how the fire started, because no one was present.